Event description:
It was reported that during a total gastrectomy procedure, the activation was used unstable when the hand switch was used. Error code was not displayed. The foot switch was not tried. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/18/2008. Info anticipated, but unavailable at this time.